Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power alarm, low battery alarm or blank display was noted. The pump passed the self test, and no black screen or full segment display was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's health care professional reported that the insulin pump had developed a black screen which could not be cleared. The patient's blood glucose at the time of incident is unknown. The customer tried removing the battery and resetting the pump but the black screen would not go away. It is believed that sun or heat exposure likely caused the screen anomaly. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.